Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported downstream occlusion was reproduced. A review of the event history log identified downstream occlusion alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be the downstream tubing guide out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion which happened in the pediatric department. There was no patient involvement. No additional information is available.